Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After cannulation on the ostial lesion with a non-bsc guide catheter, a non-bsc wire crossed the lesion. Following pre-dilatation with a 2.0x15mm non-bsc balloon catheter at 14 atmospheres, a 3.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the distal portion of the stent strut was broken. The device was completely removed from the patient's body and the procedure was completed with a 3.0x18mm non-bsc stent. No patient complications were reported and the patient's status was stable. Promus element plus, mr, ous 3.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found that the mid-section of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.